Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for high blood glucose and the reading was 449 mg/dl. The customer also had ketones when admitted. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also stated that he found a crack on the infusion set tubing that caused insulin to leak. Nothing further was reported.